Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the plastic of the locking mechanism is broken off the femoral implant impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that during the inspection before the procedure tka, the plastic of the impactor locking mechanism broke off. The procedure was completed without delay. Backup from smith & nephew was available and it was used to complete the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.